Manufacturer narrative:
(B)(4); batch #: g9l957. Investigation summary: the device was received with no apparent damage. It was evaluated with a test instrument and a ¿no uses remaining- replace hand piece¿ alert screen was displayed by the generator when it was connected to perform the functional testing. No communication issues were observed at any time during the testing. Further analysis confirmed that the hand piece has already been used 95 times. The handpiece is a re-useable instrument with a limited service life. The device is programmed with a counter to limit the service life to 95 procedures. The ¿no uses remaining- replace hand piece¿ alert screen advises that the hand piece has reached the end of life. This is not related to a functional failure. The instrument was disassembled to inspect the internal components, and there was moisture present. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. The ¿replace hand piece¿ alert screen advises that the hand piece has failed to perform the internal diagnostic routines and the generator will not be able to operate the hand piece reliably. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the device was not recognized by the generator. The procedure was completed by hands. There was more than a 30 minutes delay reported. No further information available.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2020. Additional information was requested and the following was obtained: no patient consequences. The issue occurred during the loader replacement so outside of the patient.